Event description:
It was reported that during cardiopulmonary bypass (cpb) procedure, the level sensors were not working. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) found some deterioration to the faces of both of the sensors. The perfusionist stated that both the alert and alarm sensors did not respond when the level dropped below the sensors. The issue was able to be duplicated with the alert sensor, but not the alarm sensor (the sensor in this report). He replaced both level sensors and the level module. The unit operated to the manufacturer's specifications. The product information for the alert sensor that was replaced is: part number - 195215, serial number - (B)(6), UDI - (B)(4). The product information for the level module that was replaced is: part number - 802111, serial number - (B)(6), UDI - (B)(4).

Manufacturer narrative:
Updated block: h6 the reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: b5 & d9.

Event description:
Additional information was received that due to the issue; an alternate device was employed.